Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with needle retraction failure.

Manufacturer narrative:
Investigation summary: DHR review: a review of the device history record was completed for sub-assembly#: 8607679, lot: 8057538, manufactured from 02-mar-18 to 29-mar-18 used in claimed lot: 8064891. The batch was analyzed for "needle retraction" and ¿part activation¿ tests, and it was not evidenced record of failure of activation of the part during the analysis of these lots. Qn/ ncmr review: it was evidenced (B)(4) for the "gel weight out of specified" defect. However, it cannot affirm that this nonconformity is directly related to this defect. Unplanned maintenance: the corrective maintenance history in the manufacturing period of the assembly lot involved in this complaint was evaluated and no records were recorded that could clearly indicate a failure of the activation of the part due to misalignment of station 5.54.4. Received one used non-retracted unit in an opened package on 11/28/2018 from catalog number: 38182314, lot number: 8064891 in bd (B)(6). After visual analysis by bd (B)(6) of the photos and of the sample, it was possible to verify that the needle was partially retracted and with an internal damage in the grip that caused the safety mechanism to not move completely. Confirmed: bd was able to confirm the complaint for the defect claimed. Bd was able to verify the device needle was partially retracted and with an internal damage in the grip that caused the safety mechanism not to move completely. Based on the investigation of this complaint it believed that a failure occurred at station 5.54.4 of the product assembly machine causing damage inside the grip when a claw of the machine picks up this grip in the inner causing the damage evidenced. This damage causes a burr inside the grip that block the retraction of the needle occurs until the end causing this kind of complaint. An update has been performed on the station software that loads the plug inside the grip, so when there is misalignment at the station causing damage inside the grip, the sensor can detect this damage and discard the damaged part from the other parts.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with needle retraction failure.